Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 300 mg/dl and ketones, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered using the pod and manual insulin injections but the bg levels did not decrease. At the hospital, the patient was treated with insulin, sugar and fluids for rehydration.